Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H6: result code 213 has replaced 3233, method code 10 has replaced 4118, and conclusion code 67 has replaced code 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rechargeable implantable neurostimulator (ins) was unintentionally switching on and off multiple times per day, without command from the programmer, according to the patient. It was noted it was not clear if perhaps the patient was turning the ins on and off to get more attention from their parents. Since the last interrogation, prior to this event, on (B)(6)2018, stimulation was on for 469 days and off for 80 days. The programmer was removed, the recharger was replaced and still the ins switched off several times a day, per patient. Therapy was not possible, and was not continued. No cause had been determined at the time of this report. Surgical intervention was planned for (B)(6) 2020 to replace the ins. Additional information was received. It was reported the last recharge date in the system file was (B)(6)2019, but it was thought the ins was recharged after that date. On (B) (6) 2019 there was another programming session. It appeared as if all recharging data between (B)(6) 2019 and (B)(6) 2019 was lost or damaged. The ins will be replaced in (B)(6) 2020, but the exact date has not been scheduled yet. Afterwards the physician will probably closely monitor the performance of the new ins. Additional information received from a rep indicated the patient had their device replaced and the issue has not recurred.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3004209178-2020-00922 was already reported in this report ( #3004209178-2020-02254). Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had worsened symptoms. The programmer and recharger indicated the ins was on, but the clinician tablet showed the ins was off. The patient no longer had confidence in the ins and the external devices; the patient had to go to the clinic repeatedly because the ins was suddenly switched off. The ins was turned on and checked by the physician, the programmer and recharger were replaced, and the domestic environment and possible examination were checked with regard to malfunction. Additional information was received from a manufacturing representative. It was reported that the patient went through the instructions again on the phone with the hcp and it was stated they were using them correctly. Additional information was received. The problem was the same with a new recharger, and the ins was allegedly turning itself on/off (sometimes several times a day). It was again noted the patient was handling the programmer and recharger correctly, and the physician had checked the recharger. It was decided the ins would be replaced the week after this report on (B)(6) 2020.